Event description:
Consumer reported complaint for low blood glucose test results. Caregiver is calling on behalf of the customer. The customer called concerned with test results from results obtained of 46, 47, 48, 77 mg/dl. The customer stated his expected blood glucose test result range is 111-119 mg/dl fasting am. The customer feels well and did not report any symptoms. Caregiver advise the customer got extremely low result (48mg/dl fasting am) on (B)(6) 2026. Caregiver gave the customer some honey and orange juice retest a 37 minutes later got a result of 47 mg/dl and as a result he called the paramedics which came out to the home at which time they tested the customer's blood sugar and got a result 113 mg/dl non-fasting and customer's meter tested at 83 mg/dl non-fasting. Caregiver advised he took the customer to the dr. For an issue not related to diabetes about a week and a half go (he could not recall the date of the dr visit) and stated he mentioned to the dr the meter is not working and was given a temporary meter to use until he could get in touch with the manufacturer. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/16/2027 and per the customer the open vial date is 1 month ago. The meter memory was reviewed for previous test result history: result 1: 175mg/dl date: (B)(6) 2026, time: 4:47am fasting am, result 2: 46mg/dl date: (B)(6) 2026, time: 7:07am fasting am , result 3: 47mg/dl date: (B)(6) 2026, time: 6:17am non- fasting am , result 4: 48mg/dl date: (B)(6) 2026 , time: 5:54 fasting am , result 5: 77mg/dl date: (B)(6) 2026 , time: 8:19pm fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter results. Meter and test strips were returned - reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 01-apr-2026 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.